Event description:
Patient had a total disc replacement at l4-l5 with prodisc-l on (B)(6) 2009. Post-op, patient jumped off a truck and felt pain in his back. X-rays taken on an unknown date revealed that the poly inlay had extruded anteriorly. Surgeon has not decided on a course of action at this time. This report is #3 of 3 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.